Event description:
It was reported that the guidewire (subject device) was used in the medical procedure. However, the subject device got broken. The procedure got delayed by 3 minutes. The procedure was reported to be completed successfully. No clinical consequences were reported to the patient.

Manufacturer narrative:
B5 - executive summary - updated c2/d10 - concomitant products grid - updated d4 ¿ expiration date ¿ added d4 ¿ gtin ¿ updated d9 - product available to stryker - updated d9 - returned to manufacturer on ¿ updated h3 - device evaluated by mfg ¿ updated h4 ¿ manufacturing date - added there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was seen to be broken/fractured 197cm from the proximal end. The guidewire distal end was seen to be kinked/bent. No other anomalies were noted. A functional inspection was not required as the guidewire was confirmed to be broken/fractured visually. The reported event of 'guidewire broken/fractured during use' was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during the procedure the wire had detached from the coil. Further additional information mentions that the tip of the subject guidewire has been detached from the delivery wire. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis, and it was noted that the guidewire was seen to be broken/fractured from the proximal end. The guidewire distal end was seen to be kinked/bent. The reported event of 'guidewire broken/fractured during use' was confirmed during analysis. Based on a review of all available information and the analysis of the returned device it is probable that during handling of the device during the procedure caused the reported and analysed event of 'guidewire broken/fractured during use'. The reported and analysed event of 'guidewire broken/fractured during use' and the analysed event of 'guidewire distal end/tip kinked/bent' will be assigned a probable cause of handling damage because this complaint appears to be associated with handling of the product or portion of the product during the procedure.

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR).

Event description:
It was reported that the guidewire (subject device) was used in the medical procedure. However, the subject device got broken. The procedure got delayed by 3 minutes. No further information available.